Manufacturer narrative:
Concomitant product continued: 694765 lead implanted: (B)(6) 2008.

Event description:
It was reported that the patient received an inappropriate shock for atrial arrhythmia with rapid ventricular response. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.